Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while running a loaded set. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The failed downstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump failed the downstream occlusion test during preventive maintenance testing. It was also reported there was no patient involvement.